Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, missing right essure coil from fallopian tube.'), genital haemorrhage ('gen. Abnorm. Bleed'), uterine leiomyosarcoma ('uterine spinal cell tumor') and neoplasm malignant ('pelvic mass with both benign and malignant tumors') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), gastrointestinal disorder ("gastrointestinal conditions") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyosarcoma (seriousness criterion medically significant), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), uterine leiomyoma ("leiomyoma of the uterus.,fibroids"), neoplasm malignant (seriousness criterion medically significant) and benign neoplasm ("pelvic mass with both benign and malignant tumors"). The patient was treated with surgery ((salpingectomy (bilateral, hysterectomy (full))). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, uterine leiomyosarcoma, back pain, pelvic pain, abdominal pain, dyspareunia, metrorrhagia, psychological trauma, urinary tract infection, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, migraine, headache, weight increased, hormone level abnormal, nausea, fibromyalgia, uterine leiomyoma, gastrointestinal disorder, neoplasm malignant, benign neoplasm and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, benign neoplasm, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, neoplasm malignant, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine leiomyosarcoma, vaginal discharge, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new events: dysmenorrhea was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, missing right essure coil from fallopian tube.') And uterine leiomyosarcoma ('uterine spinal cell tumor') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), gastrointestinal disorder ("gastrointestinal conditions") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyosarcoma (seriousness criterion medically significant), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), uterine leiomyoma ("leiomyoma of the uterus.,fibroids"), neoplasm malignant ("pelvic mass with both benign and malignant tumors") and benign neoplasm ("pelvic mass with both benign and malignant tumors"). The patient was treated with surgery ((salpingectomy (bilateral, hysterectomy (full))). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, uterine leiomyosarcoma, back pain, pelvic pain, abdominal pain, dyspareunia, metrorrhagia, psychological trauma, urinary tract infection, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, migraine, headache, weight increased, hormone level abnormal, nausea, fibromyalgia, uterine leiomyoma, gastrointestinal disorder, neoplasm malignant, benign neoplasm and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, benign neoplasm, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, neoplasm malignant, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine leiomyosarcoma, vaginal discharge, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. New event added: plaintiff did not undergo essure confirmation test. Event genital hemorrhage was downgraded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration,missing right essure coil from fallopian tube.'), genital haemorrhage ('gen. Abnorm. Bleed') and uterine leiomyosarcoma ('uterine spinal cell tumor') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), gastrointestinal disorder ("gastrointestinal conditions") and pelvic mass ("pelvic mass with both benign and malignant tumors") and was found to have uterine leiomyosarcoma (seriousness criterion medically significant), weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and uterine leiomyoma ("leiomyoma of the uterus.,fibroids"). The patient was treated with surgery ((salpingectomy (bilateral, hysterectomy (full))). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, uterine leiomyosarcoma, back pain, pelvic pain, abdominal pain, dyspareunia, metrorrhagia, psychological trauma, urinary tract infection, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, migraine, headache, weight increased, hormone level abnormal, nausea, fibromyalgia, uterine leiomyoma, gastrointestinal disorder and pelvic mass outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, pelvic mass, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine leiomyosarcoma, vaginal discharge, vaginal infection and weight increased to be related to essure. Amendment: the report was amended for the following reason: the event uterine tumor was updated to uterine leuiomyosarcoma. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration,missing right essure coil from fallopian tube.') And genital haemorrhage ('gen. Abnormal. Bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), gastrointestinal disorder ("gastrointestinal conditions") and pelvic mass ("pelvic mass with both benign and malignant tumors") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), uterine leiomyoma ("leiomyoma of the uterus.,fibroids") and uterine neoplasm ("uterine spinal cell tumor"). The patient was treated with surgery ((salpingectomy (bilateral, hysterectomy (full))). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, back pain, pelvic pain, abdominal pain, dyspareunia, metrorrhagia, psychological trauma, urinary tract infection, urinary tract disorder, vaginal infection, vaginal discharge, fatigue, migraine, headache, weight increased, hormone level abnormal, nausea, fibromyalgia, uterine leiomyoma, gastrointestinal disorder, uterine neoplasm and pelvic mass outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, pelvic mass, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine neoplasm, vaginal discharge, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : back pain, pelvic/abdominal pain, dyspareunia, gen. Abnormal. Bleed, menorrhagia, psych injury, migration/missing right essure coil from fallopian tube, uti, urinary problems, vaginal infection, vaginal discharge, fatigue, migraine, headaches, weight gain, hormonal changes, nausea, fibromyalgia, gastrointestinal conditions, pelvic mass with both benign and malignant tumors, uterine spinal cell tumor..reporter information added incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.